Manufacturer narrative:
(B)(4) 2014 - we were notified that this lead was explanted and returned. Added the explant date. Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 20 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer coil was found fractured. These damages can be considered to be the root cause for the clinical observation. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that noise and oversensing was observed on the right ventricular lead during a recent routine follow-up. The noise was not reproducible during isometrics. Rv pacing impedance measurements had decreased from 600 ohms to 300 ohms and pacing threshold measurements had increased. Ventricular lead sensitivity was reprogrammed, and all other lead measurements and placements were within acceptable limits. The lead remains in service. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.